Manufacturer narrative:
This report is submitted on june 6, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a 'shocking sensation' with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2017, the device was explanted. It is unknown whether the patient was reimplanted with another device, as of the date of this report.

Manufacturer narrative:
It was reported that the patient was reimplanted with another cochlear device during the explantation surgery. This report is submitted (b(6) 2017.